Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage e to the top and bottom covers. In addition, the electrode was severed prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. The residual gas analysis result was above the nitrogen limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device had nitrogen that exceeded the limit. Based on this, it is determined that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This version of the 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittent lock. External equipment was exchanged, however, the issue did not resolve. Device testing revealed abnormal results. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.